Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and failed due to the usb door missing. A receiver charge and boot was performed and passed. The receiver download was performed and passed. A functional test could not be performed. An interior visual inspection was performed and failed. A defective battery with a bad solder joint was observed. Confirmation of the complaint was confirmed. The probable cause was determined to be a defective battery.